Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stylet kink was confirmed but the exact cause remains unknown. One 5 fr tl powerpicc solo catheter was returned for investigation. A product label sticker was returned with lot: redn2750. The catheter was trimmed at the 44 cm depth marker. The stylet t lock assembly was returned within the catheter. The stylet was removed from the catheter. A kink in the stylet was observed 44mm from the distal end. The stylet was able to be inserted and retracted from the catheter and no obstructions were observed. Microscopic observation of the kinked location revealed it to be located in between the magnet locations. The polyimide tubing was intact. A section of the polyimide tubing was cut. The tubing wall thickness was measured and found to be within manufacturing specification. Based on the condition of the returned sample and description of the reported event, possible contributing factors include damage during handling and advancement against resistance. A lot history review (lhr) of redn2750 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rn had retracted catheter to trim, upon readvancement per IFU, stylet was noted to be severely kinked. Facility feels that any resistance or difficulty during placement would have resulted in complete break.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn2750 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rn had retracted catheter to trim, upon readvancement per IFU, stylet was noted to be severely kinked. Facility feels that any resistance or difficulty during placement would have resulted in complete break.